Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker exhibited oversensing of noisy signals on the right atrial (ra) and right ventricular (rv) channels. Technical services (ts) suspected the noise was caused by electromagnetic interference (emi) or a cautery procedure. The patient has no rv lead; however, rv sensing was on. Due to the large emi, the port plug oversensed the noise. Ts recommended reprogramming options. This pacemaker remains in service. No adverse patient effects were reported.